Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/15/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there any patient consequences? : all answers above are unobtainable. Once there is any update, we will update the information.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an hysteromyomectomy under laparoscope. Procedure on (B)(6) 2021 and barbed suture was used. During the procedure, it was reported that at 15 o'clock, the patient underwent hysteromyomectomy under laparoscope. Before the wound was sutured, the hand washing nurse and the circulating nurse checked the integrity of the suture and needle, and then handed it to the main surgeon to put it into the abdominal cavity for suture. After the needle entered the body cavity, the suture was noted to be broken. The needle was inspected and found that the needle tip was bent but not broken. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.